Manufacturer narrative:
(B)(4)

Event description:
It was reported that during follow-up, an induction test was performed. Following that, an instance of noise was seen on the low voltage right ventricular lead used for pacing and sensing. Additional induction testing did not reproduce the noise. Isometric movements and pocket manipulation did not reproduce the noise either. No changes were made and the patient would be monitored.